Event description:
It was reported that o (B)(6) 2026, a 29mm epic plus mitral valve was chosen for a procedure. Due to a defective leaflet identified in the valve implantation was not performed.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.